Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter 6x (cat6x) confirmed that the markerband was detached. Evaluation also revealed that the polymer on the distal tip was damaged. This damage may occur if the tip of the catheter interacts with other previously placed devices within patient anatomy. There was no device interaction or resistance reported during the procedure. Therefore, the root cause of the damage could not be determined. Further evaluation revealed kinks along the length of the catheter. This damage is incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and the profunda artery using an indigo system aspiration catheter 6x (cat6x) and a sheath. It was reported that the patient had a previously implanted stent in the sfa. During the procedure, the physician visualized under fluoroscopy that the markerband of the cat6x detached in the profunda artery. It is unknown how many passes were completed prior to the cat6x damage. The detached markerband was removed using a snare. The procedure was completed using another cat6x and the same sheath. There was no report of an adverse effect to the patient.